Event description:
Caller reported a malfunction on the pump, which did not lead to any notable events prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. Caller agreed to contact technical support again if the malfunction code reappears.